Event description:
This product was used on a laparoscopic cholecystectomy. According to the reporter: after insertion into the abdomen, the balloon was inflated for fixation, however the balloon deflated right away. When taking a look at the balloon, there was a partial tear in the balloon. The operator claims it occurred beginning of the surgery and that he never touched the balloon with electrocautery or any other hand instrument. One of the nurses had accidently lost the obturator.

Manufacturer narrative:
(B)(4).